Event description:
Originally reported to the company as staph conjuctivitis. The patient was being treated with vigamox. Updated information received indicates that the patient was referred to an ophthalmologist where a culture was collected. Upon receiving culture report positive for fusarium, the treatment was changed to antifungal medications. The patient had a favorable outcome with a corrected visual acuity of 20/20. The doctor reports the patient was using renu multipurpose solution at the time of the infection.

Manufacturer narrative:
Device labeling single use or reuse.